Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a needle. The customer reports the needle became detached from the hub. The needle was stuck in the pt's knee. They were able to remove it. There was no medical intervention.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.